Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that no samples are available for further evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on the irrigation set, the roller clamp is flimsy. The roller wheel does not easily turn or does not clamp at all.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation. Five (5) retained samples from lot 0061685595 were inspected, and two (2) were found to contain a kink. All five (5) samples passed the occlusion test. The kinks were found to not affect the functionality of the set, and is considered a cosmetic defect. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.